Event description:
Customer stated that she was hospitalized for high blood glucose levels and ketones. Blood glucose levels reached over 400 mg/dl and customer's doctor advised her to go to the emergency room. Her blood glucose levels were over 200 mg/dl at the time of admission. Customer stated that every other time she does a site change, she receives no delivery alarms and notices bent cannulas. Blood glucose levels were 188 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.